Event description:
(B)(4). Initial info was reported by a consumer to the u.s. Food and drug administration (report number (B)(4)) and received by sanofi-aventis on 18-mar-2009: a consumer was injected with poly-l-lactic acid (sculptra, lot# and expiration date not provided) in 2007. The consumer was not informed by a board certified surgeon of the reactions that happened. The surgeon then rewrote medical notes when the consumer asked for a copy to give to another physician to try and help. The physician will not return the photos he took of the adverse reactions on the face from three of the four visits the consumer made to complain of the reaction. The consumer was never verbally informed of the following risks that happened from these injections, nor those listed on the signed consent form. The consumer reported that the following symptoms did occur and were from this medical device. The consumer experienced a bright red rash on the face and did not know they were having a reaction to poly-l-lactic acid. Foreign body reactions were also reported like lumps and nodules. They were visible and under the skin from poly-l-lactic acid and the lumps were also in the mouth. The consumer also experienced pain from the foreign bodies and skin discoloration. There was also a small red lump inside the right eye which could affect the consumer's eyesight and the consumer believed that it had. Chronic inflammation in the eye area and in the mouth along with lax skin that was loose under the eye was also reported. The consumer also had multiple lumps around the orbital rim, and the right eye was greater than the left. In addition, elevated anxiety was also reported. No further relevant info was reported. (B)(4). Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.